Manufacturer narrative:
The customer contacted philips with a question about a shock advisory decision. There was no report of death or serious injury. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips with a question about a shock advisory decision.